Event description:
It was reported that the patient was treated with a cardioversion shock on (B)(6) 2023. The day after, the telemetry data showed asystole and loss of capture. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The devices were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the devices was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed thoroughly. The follow-up history shows fluctuating right ventricular lead impedances between 540 ohm and 1620 ohm, since implantation of the device. The provided ECG recordings from (B)(6) 2023 depict ventricular loss of capture, confirming the clinical observation, whereas the ventricular thresholds were successfully measured during the last follow-up, on (B)(6) 2024. Besides that, the available data did not show any anomalies. The root cause for the clinical observation was not determinable based on all data available for analysis. However, the integrity of the lead cannot be assured. There was no indication of a pacemaker malfunction. Should further information or the lead become available, this report will be updated.